Event description:
It was reported the patients ipg became inoperable. Surgical intervention may be pending to address the issue.

Event description:
The patient had surgery take place on (b))(6) 2022 were the lpg was replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.